Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing for low oxygen flow. The device's inlet air path, air path foam, and flow path were replaced to address the issue. Additionally, stirring fan, exhaust fan, tubing, front case, rear case, base enclosures assembly were replaced due to the tobacco contamination. Stirring fan retainer, blower assembly, flow sensor assembly, and blower bellow and clip were replaced at flow path remediation which were not related to device malfunction. The device passed all testing.